Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "two PICC lines with holes or breaks in the catheter." No other information was provided. This report addresses the first catheter.

Event description:
It was reported "two PICC lines with holes or breaks in the catheter." No other information was provided. This report addresses the first catheter. Additional information received: "nurse reported a hole in the PICC. When a patient presented to our clinic (B)(6) 2022, I flushed the PICC and visualized saline leaking out from the lumen just proximal to the PICC wings. After removing dressing a hole was visualized in the lumen. It appeared line was bent at that point, we're unaware of how long or severe the bend was as we do not always treat patient. PICC d'c'ed per policy."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed approximately 0.1 cm distal to the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. A lot history review (lhr) of refy1187 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refy1187) have been reported from the same facility.